Event description:
This report summarizes one malfunction event. A review of the events indicated that model cq5054 pta balloon dilatation catheter allegedly had peeled material. This report was received from one source. The device was used on the patient, with no reported injury. The patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the reported peeled material as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for failure to expand and failure to deploy as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cq5054 pta balloon dilatation catheter allegedly had peeled material. This report was received from one source. The device was used on the patient, with no reported injury. The patient age, weight, and gender were not provided.